Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the physician was getting poor sensing through the lead, low sensing r waves were noted. Multiple positions were attempted using different techniques of screwing in the lead but nothing seemed to help. The physician decided to replace the lead to take the lead material out of the question. No patient complications have been reported as a result of this event.